Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted secondary to aortic stenosis. On (B)(6) 2014, an echo showed moderate to severe aortic regurgitation (ar) secondary to incomplete coaptation of the left coronary cusp. On (B)(6) 2014, a tee mild to moderate ar, with a severely eccentric ai jet that appeared to originate from the valve strut near the left coronary sinus. By echo, it was difficult to discern whether it was valvular or paravalvular (pvl) in nature. As the leaflets appeared intact, pvl was reported to be more likely. Serial echoes showed ongoing ar and on (B)(6) 2016, a cardiac MRI revealed severe prosthetic av stenosis with mild-moderate ar. On (B)(6) 2016, a contrast echo revealed increased gradients secondary to as with a high output state and moderate pvl was confirmed. On an unknown date, a valve in valve procedure (device details unknown) was performed.